Event description:
It was reported that during a total vaginal hysterectomy, there was an incomplete staple line on the 8th reload firing. No patient consequence was reported. Suture and clamp cutting was used to complete the case.

Manufacturer narrative:
Information anticipated, but uinavailable at this time.